Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. At the explant procedure, when the device was removed from the pocket, it was noted that there was a small magnet, small links of a chain and what appeared to be a small nail in the pocket. It is unknown at this time how these things got there. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.